Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer discovered that the harmonic ace instrument tip was cracked. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind, the procedure went on and completed with no further issue noted. No report of fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional patient/event information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.18¿ from the base, and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing. The root cause of this failure is also attributed to mishandling/misuse. A review of the log showed the harmonic ace instrument (part #480275-08 / lot #l90220116-0372) was last used on (B)(6) 2022 during this liver resection surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the customer found the broken blade inside the patient's abdomen. The fragment was retrieved during the same procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was in use for one hour and performed as intended up until it broke. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred.

Event description:
Refer to h10/h11 for follow-up information.